Event description:
Bovie cord melted in half and small "match-like flame noted at connection of cord plug and machine." Bio med unable to do checks due to condition of cord. Questionable weakened internal cord wires due to use.